Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0125, bsx lead, implant date: (B)(6) 1997. (B)(4).

Event description:
It was reported that the patient presented to the emergency department and it was noted the left ventricular (lv) lead had experienced high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.